Event description:
Per the clinic, the patient experienced soft tissue complication and infection (specific date not reported) at the implant site. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported); however, the issue could not be resolved. As a result, the device was explanted on (B)(6) 2025. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.